Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2019 for blood glucose levels in the low 20 mg/dl and suffering a diabetic coma. The customer did not provide any information as to how the incident occurred but stated that they were treated with intravenous fluids. The customer did not mention any symptoms to their high blood glucose levels. The customer did not return the insulin pump back for analysis.